Event description:
Additional information was received that the shock impedance has been trending high since another manufacturer's device was implanted but has not reached out of range. The other manufacturer increased the range of the alert. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was an alert for an out of range shock impedance measurement on the right ventricular (rv) lead and another manufacturer's device. The physician noted that the shock impedance was currently at 58 ohms which is within normal limits. The cause of the alert remained unknown; since there was no noise or other measurement issues with the lead the physician opted to monitor the patient. The rv lead remains in service and no adverse patient effects were reported.